Event description:
It was reported that the ilet touchscreen became partially unresponsive, preventing selection of icons on the top portion of the display despite cleaning, screen protector removal, stylus use, restarts, and a battery-deplete reset; the device could still be unlocked and charged, and a replacement was arranged, indicating a touchscreen usability issue. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a touchscreen component issue consistent with an unresponsive key/button behavior and a software problem associated with the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.